Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that her blood glucose measured 540 mg/dl when she woke up four days prior. She found that her infusion tubing had become disconnected at the luer connection. She reconnected the infusion tubing and has had no further issues. She stated that her physician recommended blood glucose level is 125 mg/dl but she is happy if it is below 190 mg/dl. The patient did not require medical assistance form a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.